Event description:
It was reported to olympus that the image is shadowy; lens cracked; and the sheath direction pin is missing. The reported problem was found during inspection before use. The facility finished the procedure with another one. The intended procedure was urostomy. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. During the inspection at rc, it was found that the internal lens was broken, and image was blurry. Defects or damage inside the optics. Lens/meniscus was damaged. Broken or loose components were found on the main body. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc found the following: 1. ¿] internal lens were broken and image was blurry.¿ 2. The direction pin was missing.¿ 3. ¿the scope body was skewed.¿ the identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.